Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high and low blood glucose events. The customer¿s blood glucose was 443 mg/dl and 48 mg/dl at the time of incident. It was not reported if the auto mode feature was active. No troubleshooting was performed. The insulin pump is not expected to return for analysis. Frn-model unknown ¿ reservoir. Ozo- mmt-7008-sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.